Event description:
(B)(6) informed me, that flushing the device with heparinized saline was not possible in a proper way. The flushport seemed to be constipated - so the liquid flew not only into but also beside the device. Dr. Kalder was able to implant the graft - without any incident. Patient outcome - "procedure went well - good outcome."

Event description:
Dr. (B)(6) informed me, that flushing the device with heparinized saline was not possible in a proper way. The flushport seemed to be constipated - so the liquid flew not only into but also beside the device. Dr. (B)(6) was able to implant the graft - without any incident. Patient outcome - "procedure went well - good outcome."